Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic pneumonectomy, it was found that the deployed staples of the distal end were unformed after the first firing on the pulmonary parenchyma. The cartridge was blue. When a leak test was performed before the operation was completed, air leak occurred from the site. Then, additional suture was performed to complete the case. As of now, the patient's condition is stable. The doctor commented that the target tissue was not quite thick.

Manufacturer narrative:
(B)(4). Batch # m55d9c. The analysis found that one pce45a device was returned in good visual condition and with four ecr45b cartridge reload present. The reload were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.